Manufacturer narrative:
Patient weight not available from the site. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a sacroiliac and thoracolumbar procedure. It was reported that the health care professional (hcp) was accessing the pedicure with the thoracic probe and it broke off in the patient¿s vertebral body. The hcp was hammering on the navlock when it broke. There was no reported impact to the patient. Additional information was received stating that the tip of the probe remained in the pedicle of the patient anatomy. The tip could not be removed because it would have caused more damage.